Event description:
Reporter alleged blood glucose measured 417 mg/dl at 11:35 am, back to back with a result of 150 mg/dl performed at 11:36 am. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device, and replacement product was sent.